Manufacturer narrative:
The insulin pump was received with normal operating currents, monitored for three days and no unexpected low battery alert noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump batteries are not lasting more than three days. The customer blood glucose level was unknown. Customer states a replacement battery cap has been sent, but the issue persist. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.